Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned, nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2005 - the pt underwent surgery for repair of an incisional hernia. A bard composix e/x mesh was used to repair the pt's hernia defect. Two months earlier - the pt was again taken to surgery for removal of the bard composix e/x mesh. A new bard ventralex hernia patch, was used to repair pt hernia defect. The pt continued to experience abdominal pain and discomfort after her multiple hernia surgeries. Pt has suffered and will continue to suffer physical pain and mental anguish.